Event description:
The tech alleged that the nurse call wire was not working. No pt impact.

Manufacturer narrative:
The tech found the sidecom cable was defective. The tech replaced the sidecom cable to resolve the issue.